Event description:
The surgeon reported that a li61se lens was implanted on (B)(6) 2011 into the patient's left eye. On (B)(6) 2011, a brown pigment on the anterior lens surface was noted by the surgeon. On (B)(6) 2011 the lens was explanted and another li61se was successfully implanted. The patient's preoperative bcva was 20/40 and their postoperative bcva was 20/30 as of 09/13/2011. According to the surgeon the patient's prognosis is excellent.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.